Manufacturer narrative:
A company representative visited the site and adjusted the optical coherence tomography (oct) control points alignment to address the issue. The laser was then verified to meet system specifications. The creation of a corneal flap is used in patients undergoing lasik surgery or other treatment requiring initial lamellar resection of the cornea. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. Based on quality assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the optical coherence tomography control points being out of alignment. How or when the oct became out of alignment cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states that the doctor did have difficulty lifting the flap and there was no "incomplete repsis" (incomplete capsulorhexis).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported an incomplete capsulorhexis and problems with the flap during treatment. Additional information received states that there were tags on the flap which made the procedure more difficult. The procedure was completed with no patient harm.